Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r wave oversensing causing inappropriate mode switch. Further information was requested however was not provided.